Manufacturer narrative:
As of today the investigation regarding this issue is still in-process. We are awaiting the return of the part for evaluation. A follow-up will be filed as needed.

Event description:
It was reported that the battery inside the pc power supply burned and damaged the power supply causing a smell of smoke. No injury was reported and no medical intervention was needed. The power supply was replaced. Once this was completed the system was working as intended.

Manufacturer narrative:
The uninterrupted power supply was returned for evaluation. The investigation concluded that embrittlement of the plastic battery case is likely the result of overcharging, which results in elevated temperatures. Elevated temperatures can diminish battery life. The optimum operating temperature for the lead-acid battery is 25°c (77°f). As a guideline for lead-acid batteries, every 8°c (15°f) rise in temperature cuts the battery life in half. Diminishment of the charge capacity may lead to overcharging. When overcharging occurs heat is generated which may accelerate the embrittlement of the plastic housing. The cracking of the battery housing appears to have led to the short-circuit condition. The short-circuit condition appears to have led to the smell of smoke as reported by the user facility.